Manufacturer narrative:
Of the 1 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned w/ moisture issue. These reports were received from various sources. The patients associated with this allegation was (B)(6). Of the reported patients, 1 was male.